Manufacturer narrative:
H3: analysis of the electrical stimulation lead (serial number (B)(6)) found that the lead body conductor was broken at the anchor site and the proximal end insulation was consistent with metal ion oxidation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: 977a260, serial#: (B)(6), implanted: (B)(6) 2017, explanted: (B)(6) 2024,product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 28-jul-2021, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that there were high impedances. Battery was depleted in preop so unable to check impedances. While intraop, physician was given a new battery that he connected to the existing leads. At this time, they determined that the 0-7 lead had five failed connections on contacts 2, 3, 4, 5, and 7. Therefore, physician decided to replace the lead with a new lead that was placed at mid t8. Intraop impedance check then was wnl. During postop programming, a second impedance check revealed 40000 on contact 11. Avoided affected contact 11 during post op programming. The issue was resolved. The manufacturer representative (rep) indicated they would send any further information as they become aware.